Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed; analysis revealed normal battery depletion. Concomitant products: 6947 implantable defib lead, (B)(6) 2010; 4543 competitor implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the device may have reached the recommended replacement time (rrt) prematurely. The device was explanted and re placed. No patient complications have been reported as a result of this event.